Manufacturer narrative:
The 0 degree endoscope has been requested to be returned for analysis, but has not yet been received as of the date of this report. A review of the logs for the 0 degree endoscope (part# 470056-08 / serial# (B)(6), associated with this event was last used during a radical prostatectomy without lymphadenectomy procedure on (B)(6), 2023 on system sk3179. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. A further review of the site's system logs for the reported procedure date was conducted by the tse. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Images and video clips associated with this reported event were not submitted for review. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the endoscope would not rotate. The endoscope was a 0 degree endoscope and it was installed on arm 3. There were no relevant logs found according to the reporter's feedback. The customer was continuing the procedure and there was no reported injury. The tse asked the customer to monitor the system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the rotation problem caused the surgeon's image or commands to be reversed. The customer also confirmed that there was non-intuitive movement of the endoscope. The endoscope rotation issue could not be resolved with troubleshooting. The customer confirmed that the instrument had been inspected before use and there was nothing out of the ordinary. The procedure was completed with the same endoscope since there were no more available for their operating room. The procedure was successfully completed robotically despite the reported problem. The customer will return the endoscope for failure analysis.